Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a -s thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified a broken pebax. The force feature was also tested and errors 105 and 106 appeared on the system due to open circuit on tip area. During the procedure itself, the force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, and functional tests of the returned device was performed following bwi procedures. Visual analysis revealed the pebax broken. No foreign material was observed on pebax. The force feature was tested and errors 105 and 106 appeared on the system due to open circuit on tip area. A manufacturing record evaluation was performed for the finished device 31265424l number, and no internal action related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuits on the tip area cannot be established. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An escalation investigation was addressed to investigate the force sensor error issue. This product issue will be addressed through bwi's quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).